Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing inhibition on the right atrial (ra) lead. The ra lead was surgically abandoned and replaced. This crt-d was explanted and replaced. No additional adverse patient effects were reported.